Event description:
It was reported to boston scientific corporation that a naviflex¿ rx delivery system was used in a stenting procedure performed on (B)(6), 2015. According to the complainant, while deploying the stent, the guide catheter detached inside of the patient. The broken guide catheter was removed from the patient using forceps. The stent successfully deployed, and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
(B)(4):the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual evaluation found that the guide catheter was kinked and detached from the pull wire. The proximal tip of the guide catheter was enlarged indicating it was securely attached over the pull wire cannula during manufacturing. The pull wire was bent in several locations. A functional evaluation for stent deployment was not could not be performed since the delivery system was not functional with the detached guide catheter and the stent was not returned. Based on the product analysis, it is likely that procedural/anatomical factors were encountered during the procedure which may have limited the overall performance of the device. A device under tortuous condition due to patient anatomy or customer use/manipulation/maneuvering can cause the device to bend/coil leading to kinks and bends in the device. With the guide catheter bound by kinks and bends, the device would become unable to deploy the stent. Force to deploy the stent could ultimately cause the guide catheter to detach. Efforts to deploy the stent likely caused bending of the pull wire. Therefore, 'operational context' is selected as the most probable root cause for the complaint. The device history record review found the device met all manufacturing specifications. A labeling review was performed and no anomaly was found.

Event description:
It was reported to boston scientific corporation that a naviflex rx delivery system was used in a stenting procedure performed on (B)(6) 2015. According to the complainant, while deploying the stent, the guide catheter detached inside of the patient. The broken guide catheter was removed from the patient using forceps. The stent successfully deployed, and the procedure was completed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."